Event description:
Rayner intraocular lenses limited were notified of a potential labelling discrepancy by an end user in india. Further investigation of the reported discrepancy identified that the product associated with the report was a c-flex 570c intraocular lens system pack. The batch number on the outer carton label of the c-flex 570c system pack was (B)(4) power +22.0d and the batch number and power on the inner blister pouch label was (B)(4) +21.0d.

Manufacturer narrative:
(B)(4). The c-flex 570c was not used by the healthcare facility. The device has been retained and is being returned to the customers local distributor. The distribution history of the c-flex 570c batches (B)(4) were reviewed and it was identified that (B)(4) were affected by the labelling discrepancy between the two batches reported to rayner intraocular lenses limited on (B)(4) 2012. The lenses were requested to be bonded and removed from sale stock immediately. Available lens system packs of these batches were opened and checked as instructed by rayner. The potential risks of pt and user safety, the impact on performance and effectiveness of the device have been reviewed. In terms of pt safety it was concluded, that the difference in dioptre at this power would equal to 0.5d estimate, which represents a negligible risk. The c-flex 570c intraocular lens is available in the united states of america. However, in the united states of america the c-flex 570c intraocular lens is supplied as a stand-alone product and is not supplied as a system pack as were the batches associated with this report. In addition there are different types of labels required for c-flex 570c intraocular lenses supplied into the united states of america.